Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.

Event description:
It was reported that during photoselective vaporization of the prostate procedure, the fiber stopped working after 128,000 joules of use. Two error messages were received. One message stated the fiber port overheated, but the customer could not recall what the second error message stated. It was noted that there were no difficulties during use of the fiber that could have contributed to the event. The irrigation system was open and the tip of the fiber was not cleaned during the procedure. The fiber was replaced, and the procedure was completed using the second fiber without any patient complications. The fiber was returned and analysis identified a distal circumferential fracture. The potential for forward firing exists.